Event description:
The device was used during a urology procedure. Reportedly, the device jammed, did not cut or staple. The device after opening fell apart inside the pt. No pt injury was reported. Used another device to finish the procedure.